Manufacturer narrative:
A software analysis was initiated through log analysis. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID 9735740. The system was evaluated and the issue was resolved as part of another complaint and filed in a separate MDR. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the image would not transfer to the navigation system. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient.